Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-mar-2016, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to power down the device, move the washer assembly back toward the home position and then repower. The device was determined to be operational after the intervention. On 30-mar-2016, fse arrived at the site to address the reported event. Fse performed the cup transfer test twenty-nine times without errors. The cups were consistently detected, removed and installed in the incubator & dispense lane without tipping. The cup detect sensor was also noted to be clean. Quality control (qc) ran and all values were in range. No further issues were noted and no further action was required by field service. The most probable cause of the reported event remains unknown as the error could not be duplicated.

Event description:
On (B)(6) 2016, the customer reported "error 2160 c trans not detected cup & dlane x home not detected" with their a1a-900 analyzer. She stated that she saw loose test cups in the back of the device. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl2 and pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.